Manufacturer narrative:
The pump was returned, and analysis found high resistance in the pump battery. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and device manufacture representative regarding a patient receiving gablofen (2000 mcg/ml at 1238 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported an alarm was heard/confirmed by telemetry. The patient noticed her pump was alarming on the night of (B)(6) 2016 and she was having increased spasticity. The logs were checked and they showed multiple resets, low battery resets, and safe state logs. The change in therapy/symptoms was noted as sudden. Pump replacement was being considered. It was later reported that replacement occurred as an interventions. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The pump was sent back for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.